Manufacturer narrative:
The device was returned and they found the frame to be broken.

Event description:
Provider states the tube in the center seat frame is broken down the middle.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the tube in the center seat frame is broken down the middle.